Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to bootup. To resolve the reported issue, the fse performed the configuration changes. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the was system unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.